Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed myopotential oversensing on the right ventricular lead. Programming changes were discussed but no intervention was reported. There were no patient consequences.

Event description:
Related manufacturer reference number: 2017865-2021-15136 new information received notes that the patient patient presented in clinic for procedure on(B)(6) 2021. The implantable cardioverter defibrillator was downgraded to a pacemaker. The right ventricular lead (rv) was explanted and replaced. During the procedure the physician observed an insulation breach on the right atrial (ra) lead, and explanted and replaced the lead. The patient condition was stable.

Manufacturer narrative:
The reported event of noise was not confirmed. A partial lead was returned for analysis in two pieces. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
New information received notes that the patient received an inappropriate anti-tachycardia pacing due to noise on (B)(6) 2021. The patient presented in clinic on (B)(6) 2021 and programming changes to deactivate the right ventricular lead were performed. Patient condition was stable before, during, and afterwards.